Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient's blood glucose exceeded 250 mg/dl, with a "high" level of ketones, while wearing the pod between 36 and 48 hours. In an attempt to self treat, patient attempted a bolus via the pod. Thereafter, patient advised that he had left work, consulted his physician via phone, and was advised to "go to the hospital." While at hospital, patient was diagnosed with diabetic ketoacidosis (dka) and subsequently admitted "overnight" to the intensive care unit. No further details were provided, however, it should be noted that the patient has been using the omnipod system as insulin infusion therapy for 4 months, however, had been been diagnosed with dka 5 times over the course of 2 years. The patient no longer has this device, therefore, no lot or sequence number is available.